Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete functional testing) was confirmed. Upon evaluation, multiple cables were damaged. The cable connecting the distribution node (dn) to ther rear therapy electrodes was pulled from the strain relief at the dn, breaking all wires in the cable section. The cable connecting the dn and front te was pulled from the dn, damaging the j703 connector on the dn pca board and breaking all wires in the cable section. The root cause of damaged cables is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.